Event description:
This (B)(6) pt was discharged post c-section on (B)(6) 2008. On (B)(6)2008, the pt had a piece of plastic come out of her vagina. It is the piece of plastic around the tip of the iupc. Per the md, there is no pt harm.